Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient has been experiencing glare, halos and trouble fusing with intermediate distance on both eyes (ou) after implanting zmt300 +24.5 toric intraocular lens (iol). Consequently, iol on her right eye was first explanted and replaced with zcb00 lens. There were no incision enlargement, no vitrectomy and no suture required during replacement. It was noted that patient has recovered and tolerated procedure well at the time of discharged. Visual acuity pre-op (pre-initial implant): not available. Visual acuity post-op (post-initial implant):20/40-2. Visual acuity post-op (post-replacement): counting fingers 2 hours post-op . No additional information provided.

Manufacturer narrative:
Corrected data: upon further review of the initial MDR (report number 9614546-2018-00840), it was noted that the model reported, a zmt300, is not sold/distributed in the united states; therefore, the event reported is in fact not reportable. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.